Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissored. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria was met before the batches were released for distribution. Complaint info is trended on a regular basis to determine if further investigation is warranted.